Manufacturer narrative:
(B)(4) captures the reportable event of when trying to release the input it did not work correctly, during the procedure. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophageal varices during a band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, "when trying to release the input it did not work correctly". Reportedly, the physician was able to cut the wire in order to remove the device. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 2610 captures the reportable event of when trying to release the input it did not work correctly, during the procedure. Block h10: investigation results he returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was rolled in the handle assembly, there was no evidence that it was secured in the handle slot, and the slack was not removed properly. The trip wire was found kinked and a crimp was present on the tripwire. The suture was cut with one section was attached to the trip wire and the other section was attached to the ligator head. Further analysis noted that the evidence of suture cut was to remove the device from the scope. This condition is not considered as an issue of the device. Additionally, there were six bands attached on the ligator head and some bands had overlapped on each other. The ligator head teeth were damaged and the suture hole was torn. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). A visual evaluation identified that the trip wire was not secured, and the slack was not properly removed. This can cause the trip wire to slip through the handle assembly and affect the bands deployment activity. The IFU states, "take up slack by pulling proximal end of trip wire on handle unit. The pulling loop of ligating unit will advance into working channel of endoscope. Verify that the trip wire does not fall into the gap between the handle unit spool and bracket. Pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs. Secure trip wire in slot on handle unit". Additionally, the trip wire was found to be bent. Based on the condition and evaluation of the returned device, the kink in the trip wire was likely generated during handling and manipulation of the device during set up or when rotating the handle during the procedure. Taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophageal varices during a band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, "when trying to release the input it did not work correctly". Reportedly, the physician was able to cut the wire in order to remove the device. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.